Event description:
It was reported that the surgeon inserted an aa4204vl silicone plate lens and the lens tore in half. The incision was enlarged to remove the lens. This is the first of two lenses for this pt- see MFR. Report# 2023826-2006-00934.